Event description:
Had lasik surgery approximately 8 years ago. Initially had some difficulty with night vision (halos). In last two years, my acuity decreased abruptly. Discovered I had keratoconus/ectasia in my left eye. It has caused functional blindness in that eye. I had a collagen cross linking procedure of my cornea then acuity was corrected with a hybrid medical contact lens but I cannot tolerate the irritation it causes so I can't wear it. My eye can't be corrected with regular glasses so I remain functionally blind in that eye. My other eye's night vision has worsen to a point of being unable to safely drive at night because of the severity of starbursts in both eyes. Had I known how much more common these potential complications were, I would have never had the procedure done. I am a physician and thank god not a surgeon. This disability does not impede me from competently practicing in my specialty. It does, however, limit my independence with comfortably driving at night without feeling extremely anxious about the potential to harm myself or someone else. During the day I see clearly with only one eye that has adequate visual acuity while wearing glasses. In addition, my depth perception is also horrible. I had a really bad outcome with this procedure.